Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. The field service engineer (fse) replaced the retractor band in drawer 5.1. The drawer was tested using the hardware test application, and the customer subsequently verified functionality by logging in and confirming that drawer 5.1 was operating correctly. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer failed and require maintenance. User rebooted but issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.